Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks after implant the patient¿s implantable cardioverter defibrillator (ICD) system was ex planted due to pocket erosion and infection. Additionally, the patient experienced bacteremia and blood cultures were (B)(6) for (B)(6). Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.